Event description:
After wetting the left ventricular (lv) attain ability 4196-88 cm cardiac pacing lead, the stylet (wire) that came in the packaging of the lead got stuck into the lead. There are three stylet wires that come in the lead package that is used to help direct the lead to the location the doctor prefers. Once the attain ability lv lead was in place, the stylet (wire) is removed from the lead. The stylet wire would not come out of the lead. It was cut and connected to the bi-ventricular ICD generator. It was then coiled and placed into the left chest wall pocket made by md. The testing of the lv lead impedance and threshold levels were within md preference. The patient had small veins.